Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the hardening time of the cement was long.

Manufacturer narrative:
(B)(4). The product was not returned, however, a product analysis was performed on an another product of the same reference and batch retained at (B)(6) facilities. This analysis shows that the cement behavior was in compliance with the specifications. Also, the reported event is not confirmed. The review of the device manufacturing quality record indicates that (B)(4) optipac 40 refobacin bone cement r-3, reference 4710500394-3, lot number 812ba08670 were manufactured on 09 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 similar complaints have been recorded for optipac 40 rrfobacin bone cement r-3, batch 812ba08670 within one year. With the available information, the exact root cause of the event could not be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the hardening time of the cement was long. The cement was implanted. No known adverse event was reported.